Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient was receiving a downstream occlusion alarm on the cadd solis pump. The patient confirmed that all clamps were open, but the pump would not prime. The patient did not have any extra tubing available to try. The registered pharmacist (rph) instructed the patient to remove the cassette and reattach it to see if that would resolve the issue, but the occlusion alarm could not be cleared. The patient still had 33 hours remaining per patient¿s recollection. This was a continuous infusion, and the set flow rate and volume delivered were unknown. The position of the pump at the time the alarm occurred was also unknown. The device was replaced, and the patient had a backup device to switch to. The patient was able to successfully continue the infusion using the backup device. The infusion was life sustaining, and the outcome of the event was resolved. There were a patient involvement and no harm.

Manufacturer narrative:
H3: neither sample nor pictures were received for the analysis of this complaint. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.